Manufacturer narrative:
Exact date of event is unknown; october 15, 2003 is the date the literature article was published. This report is for three (3) unknown universal spine system pedicle screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: florian gebhard et. Al (2003), navigation of tumors and metastases in the thoracolumbar spine, unfallchirurg, vol. 106(11), pages 949-955 (germany). The aim of this article is to evaluate the potential for implementation of computer-assisted visualization during dorsal decompression and pedicle instrumentation in tumors of the spine. A total of 12 were included in the study. The patients underwent palliative posterior tumor treatment with intraoperative CT-based navigation using the implant employed was usually a uss system (synthes). The mean duration of follow-up was unknown. The following complications were reported as follows: 3 patients 3 pedicle screws were in an eccentric position. This report is for three (3) unknown universal spine system pedicle screws. This is report 1 of 1 for (B)(4).